Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level of 270 mg/dl. Customer was treated with intravenous insulin drip. The customer experienced symptoms of high blood glucose level such as nausea. It was reported that the insulin pump was not on auto mode. Customer declined for further troubleshooting. The insulin pump will not be returned for analysis.